Event description:
It was reported that the device would not charge energy for a defibrillation shock. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer has decided to retire the device from service and declined repair. The cause of the reported failure could not be determined.